Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the flow intermittently dropping to zero was confirmed during analysis of the returned centrimag motor (serial number: (B)(6)). The centrimag console was also returned, and a log file was downloaded for review. The log file contained approximately 4 hours of relevant information on (B)(6) 2023 (10:39 to 14:44 per time stamp). At 12:59, 13:02, 13:41, 13:42, 13:44, and 14:19, m5 (set pump speed not reached) alarms were observed. At the time of these alarms, the pump speed and flow both dropped to ~0. The alarms cleared shortly after their activation each time, and the pump speed returned to the set value. At 14:42, the pump was intentionally stopped and the motor was removed, which is consistent with the provided information that a hot swap was performed. The returned centrimag motor was functionally tested alongside the returned centrimag console as well as a known working test console. During testing, the motor speed would drop when the motor cable was manipulated, and m4 motor alarms were activated. The motor was deemed suspect and was forwarded to product performance engineering for further analysis. Further testing revealed an open loop on the a2+/- wires, and increased resistances in the hx/hy wires. The layers of the cable were stripped one at a time, and it was noted that the wires with increased resistances had multiple kinks which appear to be related to repeated bending of the cable. The affected wires pertain to the bearing phase and field signal of the motor, and therefore would have caused the observed fluctuations in the pump speed. The root cause of the reported event was determined to be conductor breakdown in multiple wires within the motor cable. The device history records were reviewed for the centrimag motor (serial #: (B)(6)), and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 "appendix I ¿ console alarms and alerts" table 16 details how to properly interpret and troubleshoot all system alarms including m4, m5, and f3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that due to flow was cutting to 0lpm anytime the cord was touched, or cart moved, a hot swap was performed without incident. This was on a rental console and motor. Related centrimag console is reported under MFR# 3003306248-2023-05062.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.